Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not form properly and the clips did not advance. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.